Event description:
It was reported, that a patient presented for a pocket revision, due to an unspecified issue. The device was (B)(6) 2024. No adverse effects were noted.

Event description:
New information received notes that the device will be returned. The explant was completed to keep the patient from having multiple procedures within a year and a half span. It was reported that the explanted was not related to the procedure.

Manufacturer narrative:
The device was returned due to patient condition. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.